Manufacturer narrative:
All product features corresponded with the valid specifications of the waldemar link (B)(4) at the time, when the item was produced. While the x-ray images from 2007, which have been made two days after the implantation of the sled prosthesis, show no anomalies, on the x-ray images from 2015 the broken part of the femoral component is clearly visible. Also broken-off cement parts are detectable. The visual inspection of the provided picture confirms the fracture of the femoral component. An investigation of the fractured surface cannot be carried out because the implant is not available anymore.without the complaint sample it is not possible to determine the root cause for the fracture of the femoral component. The circumstances, which could have led to the prosthesis failure, are not comprehensible. The waldemar link (B)(4) is aiming for the highest product quality and trying to keep the failure rate as low as possible by means of the customer feedback. Permanent employee trainings and market surveillance are performed. The report is delayed due to inconsistencies with regard to foreign event reporting to FDA. After re-evaluation of the complaint we determined that it is reportable. We have addressed the inconsistency in reporting foreign events to FDA through CAPA-(B)(4).

Event description:
Fractured femoral component.